Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. During a surgical procedure, the lead was observed to have migrated. It was also reported that the patient had experienced a fall. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, effective therapy was established.